Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that typical walking on uneven or even ground making them to bounce until it was loose which led to the ins coming loose inside their body and needing a replacement. No further complications reported or anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was reported that patient's previous implant came loose inside their body. It was stated the implant was replaced with a "better" one on (B)(6) 2012. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.